Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found that the returned catheter could not be deflated due to a collapsed lumen. The catheter was dissected and no conditions were found that could have contributed to the reported event. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was difficult to remove because the balloon would not deflate completely. Reportedly, the nurse was unable to remove the foley from the patient, even after she attempted to withdraw all of the liquid from the balloon. The catheter was subsequently cut, to no avail. Finally the doctor intercepted and was able to manually remove the catheter although he was met with some resistance from the catheter when doing so.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to remove because the balloon would not deflate completely. Reportedly, the nurse was unable to remove the foley from the patient, even after she attempted to withdraw all of the liquid from the balloon. The catheter was subsequently cut, to no avail. Finally the doctor intercepted and was able to manually remove the catheter although he was met with some resistance from the catheter when doing so.